Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a type a aortic dissection was observed. The procedure was converted to an open chest procedure and replacement of the ascending aorta, hemi-arch and aortic valve replacement with a 23mm mosaic valve were performed. Following the implant, the patient was transported to the ICU in stable condition. No adverse patient effects were reported. It was reported in the operative report that the dissection was likely due to difficulties advancing the catheter across the aortic arch. It was also noted that the aortic valve was heavily calcified.

Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the operative report, the dissection was likely due to difficulties advancing the catheter across the arch and the patient's calcified anatomy. (B)(4).

Manufacturer narrative:
Added patient information. Initials, date of birth, and age.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.